Event description:
An adverse event involving a pt injury was reported in a journal article, "bowel explosion with colonic perforation during argon plasma coagulation for hemorrhagic radiation-induced protctitis", gastrointestinal endoscopy, volume 57, no. 3, 2003 (pages 412-413). The erbe system [i.e., an argon plasma coagulator (apc) model apc 300 with an electrosurgical generator model icc 200] was being used when a bowel explosion occurred. The settings were 60 watts power with a 0.8 to 1.0 lpm argon flow rate. "The pt complained of severe abdominal pain." A 5-cm tear in the wall was determined during a laparotomy. "The perforation was repaired and the pt was completely recovered 2 weeks after the surgery."